Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a low blood glucose level of 47 mg/dl; cause was unknown. Customer declined to troubleshoot or provide further information regarding the event.